Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called to report that she has been to two different emergency rooms in the past 24 hours due to high blood glucose levels. The first visit was on (B)(6) 2011 with a blood glucose reading of 490 mg/dl. After being released, the customer went home and again experienced high blood glucose levels and vomiting. She went to the emergency room again on (B)(6) 2011 with a blood glucose reading of 520 mg/dl. The customer declined troubleshooting on the insulin pump, and requested a replacement. Nothing further was reported.